Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic pancreatectomy, the jaws of the reload would not open. The reload could not be unloaded. The reload and handle was replaced to continue the case. There was no patient injury.